Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was programmed with multiple low reservoir alarms and function properly during test.

Event description:
The customer reported receiving a low reservoir alarm. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised the customer to discontinue use the device and revert to back up plan. The customer's blood glucose reading was 60mg/dl, and she has treated with a bolus. No further information was provided.